Event description:
Event details: it was identified that the leak was between the bag stopper and the c180-o spike.

Manufacturer narrative:
A leak was reported near the adapter port of the c83o connecting set. The quality team received one c83o connecting set, a c180o spike set, and the IV bag for evaluation. Through visual inspection, it was noted the stopper of the bag was cracked, creating a larger opening. Functional testing was performed and identified a leakage between the IV bag stopper and the c180o spike set, however, no leakages were noted at the infusion adapter of the c83o. An overpressure test was then conducted on the c83o connecting set by submerging it in water and applying pressure; again no leaks were observed. A device history review was performed for c180o lot 2506602, no deviations or non-conformances related to this observation were identified during the manufacturing process. All products undergo multiple inspections throughout production to ensure quality and functionality, and no issues associated with the reported event were identified during these inspections. Based on our investigation, the leakage was observed between the connection of the spike set and the stopper of the IV bag, noting the stopper is significantly cracked. Complaints received for these devices and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.